Event description:
It was reported that a patient underwent an unknown bariatric procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. When the user undid the luer locks the tip would not release. They used hemostats, it would not move or come off. The luer locks will loosen but would not separate from the white housing that clicks onto fibrin sealant preparation device. Case completed with a like device. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? How many times have they applied the laparoscopic tip? Was a sales representative present during the case when the issue was experienced? What is the lot number? Was any leakage or product solution observed at the luer locks connection? Were there any unexpected outcomes or complications as a result of the event? Are there pictures of the damaged device available?

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. Investigation summary : the related devices were returned. Observations: there are apparent tool marks on the grey luer locks, indicating that user tried to use a tool to loose the luer lock and separate the tip manifold. Investigation: following the IFU instructions, the tip manifold was easily removed from the adapter. There were no damages observed on the internal structure of the tip manifold and adapter. There were no malfunctions on the devices. Conclusion: the tip manifold was able to be separated from the adapter as intended. There were no malfunctions on the returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.